Manufacturer narrative:
It was reported that there are "disconnects" from the tubing and the clamp. Due to this, the device was removed and replaced for sterility purposes. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Clips coming off the epidural tubing."